Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from manufacturer representative (rep) who reports they are unable to recall if the device switching from 2.0 to 1.8 was any indication of a device issue. They are unaware of any cause of the loss of stimulation after the patient's fall. They report patient was scheduled for an in office visit to have reprogramming done to cover the new pain pattern/change in pain severity. They do not know if the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated they don't think the 'machine' is working like it's supposed to. Patient stated they are going all the way up to 2.5 or 2.8 and they are still not feeling the stimulation and it is not working anymore. Agent walked patient through checking their settings. Patient confirmed they were on group a with controller at 50% and implant at 80%. The pt then mentioned they had a fall a couple weeks after implant and ever since then, they have a lot of extra pain. Pt stated they have had x-rays and the pain doctor said the leads are intact; pt stated they think the fall aggravated their existing conditions. The pt then said that group a is at 2.0 and it started at 1.8. The issue was not resolved. Agent reviewed role of manufacturer representative (rep) provided the national answering service phone number (nas#), and the patient was redirected to their healthcare provider to further address the issue. Patient mentioned they have an appointment with their pain healthcare provider on the (B)(6).